Event description:
It was reported that during a lap cholecystectomy procedure, after applying a clip, the trigger handle and the jaws of the device would not open. No trauma to the tissue was reported after jaws were opened. Another device was used to complete the procedure.